Manufacturer narrative:
(B)(4). Publication date, exact event date unk. Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: sleeve gastrectomy with braun anastomosis transit bipartition (b-tb): a potential midway between single anastomosis and roux-en-y transit bipartition authors: jason widjaja1 · xia sun1 · yuxiao chu1 · jian hong1 · libin yao1 · xiaocheng zhu1 citation: obesity surgery (2021) 31:5500¿5503. Https://doi.org/10.1007/s11695-021-05756-5. This retrospective study presented the authors' early ¿sleeve gastrectomy with braun anastomosis transit bipartition¿ (b-tb) outcomes and compared them to those of the traditional rytb. Patients who underwent b-tb or rytb between june 2020 and april 2021 and have completed three months follow-up were included in this study, 10 patients (2 male and 8 female; mean age of 37.6 ± 8.2 years) in b-tb and 40 patients (8 male and 32 female; mean age of 34.5 ± 7.1 years) with rytb. Surgery was performed using the full length of the stapler, ethicon echelon flex powered endopath 60 mm. Reported complications include: in the b-tb group, possible leakage (n=1), and perforation at the gastrointestinal anastomosis (n=1). Both patients were readmitted, underwent a second surgery, and were successfully treated (one underwent simple gastrostomy and drainage while the other had a conversion to rytb plus gastrostomy and drainage). In conclusion, b-tb is an exciting procedure with potential benefits. However, as it is an investigational procedure, extra care should be maintained. Larger samples and more extended follow-up data are needed in the future.